Event description:
It was reported that the pump did not detect the syringe size. No patient injury was reported.

Manufacturer narrative:
Remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: (B)(4). No causes or potential causes of the customers reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed there was contamination found by and in the ear clip and barrel clamp. A review of the event history log (ehl) identified syringe flange not in place. During the functional testing the reported issue was able to be duplicated. The root cause of the issue was customer induced via fluid ingression into the main body of the pump as a result of either the customers improper cleaning of the pump, or the customer's introduction of excessive fluids to the pumps surface. Replaced ear clip assembly. Performed power up process.